Event description:
It was reported a malfunction in which the surgeon was taking the paddles off the femur and the center screw in the middle came out.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection confirmed the complaint that the gii rotation paddles' spring plunger has disassembled. The device was manufactured in 2010 and exhibits signs of wear and use. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.